Event description:
Pt underwent replacement of a generator pack for vvir pacemaker in morning. The pacemaker had been in seven years and elective replacement had taken place with good lead parameters found although the pt was completely pacemaker dependent. In recovery, it was noted that the pt was having dizzy spells when he stood up. A pacemaker check was applied and there were no intermittent episodes of lack of stimulation. Pressing on the pocket site started the device to pace again. Pt was returned to or. The adapter was disconnected and removed, lead tested and generator connected. Pt was transferred to scu for 24 hrs and discharged on 11/19/96. Upon explant, surgeon thought the positive set-screw might not have been entirely tightened but the adapter was also suspect. There have been no further problems.